Event description:
On (B)(6) 2012, the patient contacted animas alleging that she experienced low blood glucose (bg) due to over-delivery of insulin. The patient stated that she had performed a routine cartridge change on (B)(6) 2012, and then at 1:00 am on (B)(6) 2012, received a low cartridge warning. The patient noted that she then checked her bg, and it was 66 mg/dl and then went down to 33 mg/dl. The patient stated that she took two doses of glucagon and her bg went up to 92 mg/dl. The patient stated that she came off the pump and is using a back-up pump for insulin delivery. This complaint is being reported due to the patient's alleged hypoglycemic event while using insulin pump therapy, and because of the allegation of a non-specific pump malfunction associated with over-delivery of insulin.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.